Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded relating to this issue. One used sample was returned to argon from the customer. A visual inspection was performed on the returned product. The visual inspection determined that the distal end of the guide was broken and missing the weld. The coil was also found to be partially stretched out, and there were several notable bends/kinks. From the complaint description, it was noted that there was damaged noticed during the procedure. It is implied from the complaint description that the guidewire was pulled back through the needle which is against the IFU. This could have a significant impact on the wire. The damage observed looks consistent with someone who used force to retrieve the guidewire. Since the issue is currently being deemed as an issue that happened within the user's environment and not a manufacturing defect, no further action will be taken at this time. Argon will continue to monitor for recurrences. Additional information provided in d.9., h.3., h.6. And h.11.

Manufacturer narrative:
It is unknown if the sample is available. As of the date of this report, the sample has not been returned. A follow-up report will be submitted upon investigation completion.

Event description:
During arterial line placement a kink was noted in the argon guidewire (85210) and the guidewire was removed easily from patient. Once removed the guidewire was noted to be broken in two (see image in chart). The puncture needle was removed, and pressure was held on site for hemostasis. The ultrasound was passed over the site and a filament of guidewire was noted to be retained in the soft tissue and artery. See attached product complaint form. A dressing was placed over the puncture and vascular surgery was consulted, paged to come to bedside. Family was updated of the complication. The guidewire was kept in the patient room in a bag and the lot number was recorded for faulty guidewire.